Event description:
It was reported that the patient had right ventricular (RV) failure with no improvement despite attempts at medical optimization. Additionally, the patient was hypotensive, experienced Low Flows, syncope and was treated with milrinone and levosimendan. Imaging revealed reduced RV function, RV distension, well seated cannula, and clot/vegetation on the aortic valve. The patient labs included create 0.9, alanine aminotransferase 112, lactic 3.6, haptoglobin 289, lactate dehydrogenase 641, and an international normalized ratio of 1.5. The Log Files were submitted for review. The Log Files captured numerous Low Flow Events on (b)(6) 2026 and (b)(6) 2026. There did not appear to be any type of external Mechanical Circulatory Support equipment issues that could have caused these events. It was later communicated on (b)(6) 2026 that the cause of the event was unclear and thrombus on the patient's valve was noted. The patient was still inpatient and was given tissue plasminogen activator twice with no conclusive resolve to issues. The patient was transferred to another facility for a heart transplantation evaluation. Additionally, the patient was admitted to the intensive care unit and had a transesophageal echocardiogram (TEE) and a computed tomography angiography (CTA). Additional Log Files revealed Low Flow Events between (b)(6) 2026 and (b)(6) 2026.

Manufacturer narrative:
Manufacturer's Investigation Conclusion:A direct correlation between HeartMate 3 Left Ventricular Assist System (LVAS), serial number (b)(6), and the reported events could not be conclusively established through this evaluation. Review of the Log Files confirmed the reported Low Flow alarms; however, a specific cause for the Low Flow alarms could not be conclusively determined through this evaluation.The Log File captured intermittent Low Flow Fault flags throughout the data capture due to the estimated flow frequently decreasing below the Low Flow threshold of 2.5 liters per minute (LPM). Several of these faults lasted for at least 10 seconds and resulted in Low Flow Hazard Alarms. It was noted that Pulsatility Index (PI) was elevated during the alarms. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture.The patient remains ongoing on HeartMate 3 LVAS, serial number (b)(6) with no further events reported at this time.The HeartMate 3 Left Ventricular Assist Device (LVAS) Instructions for Use (IFU) and the HeartMate 3 Patient Handbook are currently available. The current revision of IFU and Patient Handbook can be found on the eIFU page of the Abbott website.Section 1 of the IFU lists potential adverse events, including venous thromboembolism and arterial non-central nervous system (CNS) thromboembolism, and multiple types of organ failure and dysfunction (including right heart failure), that may be associated with the use of the HeartMate 3 Left Ventricular Assist System. Section 1 of the IFU also addresses all pump parameters. Section 1 of the IFU, ¿Introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿HeartMate Touch Communication System¿, describes the Pump Flow Display and the Hazard Alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (LPM), a Low Flow status is posted to the Log File. If the flow remains below 2.5 LPM for 10 seconds, a Low Flow Hazard alarm is triggered. Section 7 of the IFU, "Alarms and Troubleshooting", and Section 5 of the Patient Handbook, "Alarms and Troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, Section 8 of the Patient Handbook, ¿Handling Emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs.The relevant sections of the Device History Records for (b)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications.No further information was provided. The manufacturer is closing the file on this event.